Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate a different error. During the troubleshoot of the different error, the fse was evaluating the customer's biomedical engineer's set up. The fse noted that the set up was missing a balloon catheter extender which resulted in the autofill error. The fse resolved the issue with the unit. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the biomed was troubleshooting a fiber optic sensor error, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement, and no adverse event was reported. This report is for the reported autofill error malfunction. The fiber optic sensor error has been reported separately in medwatch 2248146-2022-00162.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate a different error. During the troubleshoot of the different error, the fse was evaluating the customer's biomedical engineer's set up. The fse noted that the set up was missing a balloon catheter extender which resulted in the autofill error. The fse resolved the issue with the unit. The iabp unit was cleared for clinical use and released to the customer.